Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. A kink was visible on the distal shaft at 21.2cm proximal to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx drug rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion, located at the mid right coronary artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformation occurred in vivo during positioning/advancement. It was described that the lesion was pre-dilated but the physician was unable to get the stent across the lesion. The physician completed the procedure. Patient status post -procedure is alive with no injury.